Event description:
Patient had urinary stress incontinence. Had surgery in 2006 involving placement of american medical systems sparc device. Device was inserted per manufacturer's instructions. Cystoscopy revealed no foreign objects or mesh in bladder or urethra. Patient developed symptoms following surgery including dysuria and frequency. Patient was referred to urologist for further evaluation of bladder symptoms. Dates of use: 2006 - 2008. Diagnosis: female urinary stress incontinence.